Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-1395, awareness date 06-oct-2015 ). It refers to a (B)(6) female consumer, single mom, in united states who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2015, under general anesthesia. Consumer reported that immediately upon waking up from procedure she had unbearable cramping and bleeding, that never subsided, just worsened. By (B)(6) 2015 she also started experiencing daily migraines, fatigue, vision and dental problems, severe hair loss, insomnia, night sweats and bloating that she looked 4 months pregnant. On (B)(6) 2015 she had a bilateral salpingectomy performed, to remove her tubes and coils. On (B)(6) 2015 she found out that fragments were left, so she was waiting on her physician to schedule her for another surgery to remove the fragments. She also experienced horrible hives, skin rashes and acne, probably because she was severely allergic to nickel. Follow up received on 21-oct-2015: ptc investigational result. Ptc global number: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and started experiencing unbearable cramping (interpreted as abdominal pain) and bleeding (interpreted as genital bleeding). She underwent a bilateral salpingectomy to remove essure 3 months after insertion, but was left with fragments (interpreted as device breakage). These events were considered serious due to medical significance and are listed in the reference safety information for essure, except for device breakage which is unlisted. Abdominal pain and genital bleeding may occur after essure insertion. Given the positive temporal relationship and in the lack of an alternative explanation causality with essure cannot be excluded. Regarding the device breakage, the exact date and mechanism of this event was not reported. One month after a surgery to remove essure the patient found out she was left with fragments. Despite the limited information provided, given the nature of this event causality with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident due to required intervention for essure removal (salpingectomy). Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.